Event description:
The customer reported an ad channel 15 failed error. This prohibited the system from booting up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.